Manufacturer narrative:
Date sent to the FDA: 06/08/2015. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and an unknown mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent mini arc sling. It was reported that patient experienced erosion, infection, urinary problems, and bleeding. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent vaginal mesh excision on (B)(6) 2010 by dr. (B)(6) at (B)(6).

Manufacturer narrative:
Date sent to the FDA: 04/14/2016. Additional information: pt info, other relevant history including preexisting medical conditions.